Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this lead displayed noise. Fluoroscopy was performed and found that the lead had moved. A revision procedure was performed and found that the lead had dislodged. The lead was repositioned successfully and remains implanted. There were no adverse patient effects reported.